Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having issues with high alert. Customer's blood glucose at the time of call was 460 mg/dl. Customer was advised to monitor issue and to call back should issue persist.